Manufacturer narrative:
This is our combined initial and final report on this incident

Event description:
The customer reported that cell #10 of biotestcell-i11 yielded a negative reaction with anti-m reagent, but is declared to be positive for m blood group antigen. Our quality control laboratory tested their retained sample of biotestcell-i11 and could confirm the customer's result. Further testings confirmed that cell #10 is negative for m blood group antigen. Biotestcell-i11 are used for the identification of unexpected antibodies which were found in an antibody screening test. Biotestcell-i11 consists of 11 different panel cells with polyvalent antigens. In the affected biotestcell-i11 lot cell #1 to #5, #8, #9 and #11 were positive to m blood group antigen. Because of the wrong declaration of cell #10 a clear identification of m antibodies was not possible with this lot. Further testings with different panel cells would be necessary. But misinterpretations do not occur. Due to the risk analysis a recall was not necessary. All customer were informed by a customer safety notification. Because of the confirmed complaint further actions were initiated: a deviation was initiated for root cause analysis and corrective actions. All customer were informed by a customer field safety notice